Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis tested positive for 1 colony forming units (cfus) of streptococcus vestibularis in the instrument/biospy/suction channel and 1 colony forming units (cfus) of streptococcus salivarius in the air/water channel. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope had growth of bacteria after four recultures. The instrument was washed. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to h6 "type of investigation" code from "4114 - device not returned" to "10 - testing of actual/suspected device".new information added to the following fields: b3, d8, d9, h3, h4, h6, h11this report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified.the user provided the following result of the culture test, performed at the third-party labs:sampling date: nov. 29, 2023sampling from: unknowncfu: 60cfu/100mlbacterial identification: enterococcus speciessampling from: unknowncfu: 40cfu/100mlbacterial identification: microbacterium speciessampling date: dec. 13, 2023sampling from: unknowncfu: 1000cfu/100mlbacterial identification: enterococcus faeciumsampling from: unknowncfu: 2000cfu/100mlbacterial identification: kocuria speciessampling from: unknowncfu: 4cfu/100mlbacterial identification: bacillus speciessampling date: jan. 11, 2024sampling from: unknowncfu: 4cfu/100mlbacterial identification: bacillus speciessampling from: unknowncfu: 300cfu/100mlbacterial identification: staphylococcus speciessampling from: unknowncfu: 1200cfu/100mlbacterial identification: kocuria speciessampling date: jan. 23, 2024sampling from: unknowncfu: 50cfu/100mlbacterial identification: enterococcus speciessampling from: unknowncfu: 4cfu/100mlbacterial identification: bacillus speciessampling date: feb. 01, 2024sampling from: unknowncfu: 600cfu/100mlbacterial identification: stenotrophomonas maltophiliasampling from: unknowncfu: 20cfu/100mlbacterial identification: enterococcus speciessampling from: unknowncfu: 10cfu/100mlbacterial identification: kocuria speciessampling from: unknowncfu: unknownbacterial identification: environmental bacteriaolympus provided the following result of the culture test, performed at the third-party labs:sampling date: mar. 4, 2024sampling from: swabbing distal endcfu: 0 cfubacterial identification: no detectionsampling from: instrument/biopsy/suction channelcfu: 0 cfubacterial identification: no detectionsampling from: air/water channelcfu: 0 cfubacterial identification: no detectionsampling from: auxiliary water channelcfu: 2cfubacterial identification: staphylococcus epidermidissampling date: mar. 13, 2024sampling from: swabbing distal endcfu: 0 cfubacterial identification: no detectionsampling from: instrument/biopsy/suction channelcfu: 0 cfubacterial identification: no detectionsampling from: air/water channelcfu: 0 cfubacterial identification: no detectionsampling from: auxiliary water channelcfu: 0 cfubacterial identification: no detection.the device was evaluated where an additional reportable malfunction was noted where foreign material remained in the auxiliary channel.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the following investigation result, the possibility that there was residue on the location where bacteria were detected after reprocessing, which caused insufficient reprocessing could not be denied. Additionally, the foreign material in the auxiliary channel was unable to be identified and the root cause could not be determined. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing.olympus will continue to monitor field performance for this device.